Event description:
It was reported that restenosis occurred. A 6mm x 40mm x 130cm and 7mm x 40mm x 130cm eluvia drug-eluting vascular stent system were selected for use in an endovascular treatment procedure on (B)(6) 2020. The target lesion was in the superficial femoral artery (sfa) and was mildly tortuous. During the procedure, two pieces of the stent were placed in the sfa with a gap on the distal proximal artery. Four months later stenosis between the stents and a few centimeters of in stent restenosis were reported. The restenosis occurred from the edge on the distal side of the stent and was due to thrombosis. The physician noted that this was a result of the runoff being placed in a poor location. An additional endovascular treatment was completed, where a non-boston scientific product was placed between the eluvia stents. No additional adverse patient effects occurred.